Event description:
The user stated the results generated for a troponin t linearity survey had a high bias. Of the data provided, the result for one of the six samples was discrepant. All results are in ng/ml. The results from the e1-1 module were 23.61 and 22.70 for a mean of 23.155. The results from the e2-1 module were 23.88 and 23.25 for a mean of 23.565. The initial result from the e3-1 module was > 25.0 with a data flag which triggered an automatic repeat. The repeat result with a 1:10 dilution was 28.59. An additional repeat generated a result of 24.95. The mean of the results was 26.770. The acceptable range was 18.39-23.64 with a mean of 21.016. No patient samples were affected. The troponin t reagent lot number was 15523501. The user refused a service visit and did not feel the instrument needed to be investigated.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Possible root causes are unidentified instrument issues or an undetected reagent issue with a single kit. It was recommended the measuring cell of the analyzer be changed. No patient was involved in this case.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the surgeon was in the process of implanting the lvad, the outflow graft was bleeding "everywhere". It was also reported that the outflow graft was prepped with evicel, and the hospital staff suspects that they may have had a questionable batch of evicel. The patient expired due to the bleeding during surgery.